Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2016 with the following findings: evaluation revealed the black box and cgm history show ¿cs215- 5f00¿ alarms on 9/17/16. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, unable to duplicate ¿cs215¿ complaint. The pump¿s cover was removed; intermittent condition was found to the cgm module due a cold solder connection at the inter-board gold pin.

Event description:
The pump was returned for investigation. Investigation revealed a cold solder issue. This report is made based on results of investigation completed on 12/10/2016.